Event description:
It was reported that the patient underwent a spine surgery lumbar region of her spine from vertebrae l4 to s1 using rhbmp-2/acs. Sometime postop, the patient experienced pain and numbness that radiates into her lower extremities. A CT scan was performed on (B)(6) 2012, which revealed osteophytic spurs and calcifications compressing her nerves at the level of implant.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2009 patient presented for left l4-5 minimally invasive transverse lumbar interbody fusion and right l5-s1 minimally invasive transverse lumbar interbody fusion with posterior instrumentation. Preoperative and postoperative diagnoses: lumbar spondylosis, low back pain, and radiculopathy. As per operation notes: after removing some muscle over the l5 pars of the right, drill was then used to drill out the pars and the inferior articulating facets and portions of the superior articulating facet, respectively of l5 and s1. The bone was saved for grafting at a later date . This permitted access to the l5-s1 disk space, which was entered with a 15 blade knife. Pituitary-type rongeurs and curettes were used to remove all disk material and prepare the endplates for arthrodesis. Bone morphogenetic protein soaked sponge was then placed into the interbody space between l5-s1. Autograft obtained locally, which was morselized, also impacting the space as well as allograft. A interbody spacer trial was then used and once the correct size was found, a interbody spacer was packed with half of bmp-soaked sponge and impacted at a 45-degree angle into the disk space as well. Once this had been completed, a small amount of allograft was placed between the remaining pars interarticularis of l5 and the superior articulating facets, which have been decorticated at s1 and for posterolateral arthrodesis. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. Patient had continued to experience severe and unrelenting back pain and associated numbness that radiated into her lower extremities. Patient developed severe inflammation, autoimmune conditions, respiratory injury, radiculitis, nerve injury, urinary and/or urogenital injury, osteolysis, ectopic bone formation, muscle spasms, difficulty standing/ walking, wheelchair use needs, and mental un-clarity.